Event description:
A report was received from health canada's canada vigilance program which states, "the IV pump channel shut down twice within 5 minutes while running an inotropic medication because of IV pole being relocated. No aggressive action. Writer moved the IV pole to make room on the other side of the bed. While touching the pump, the channel alarmed and alarm code channel disconnect. Nothing was disconnected."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada's canada vigilance program which states, "the IV pump channel shut down twice within 5 minutes while running an inotropic medication because of IV pole being relocated. No aggressive action. Writer moved the IV pole to make room on the other side of the bed. While touching the pump, the channel alarmed and alarm code channel disconnect. Nothing was disconnected." There was patient involvement but no harm.

Manufacturer narrative:
Correction : describe event or problem, other occupation, report source, report source other, imdrf annex f code.

Event description:
A report was received from health canada's canada vigilance program which states, "the IV pump channel shut down twice within 5 minutes while running an inotropic medication because of IV pole being relocated. No aggressive action. Writer moved the IV pole to make room on the other side of the bed. While touching the pump, the channel alarmed and alarm code channel disconnect. Nothing was disconnected."

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.